Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon could not be filled with liquid, as it would flow out at the bottom. Per follow-up information received from ibc on 07nov023, stated that the water ran out of the socket that can normally connect a catheter to, as described in the message. The defect was noticed when the catheter had already been inserted and they were going to fill the balloon, which thus ran right out.

Event description:
It was reported that the foley catheter balloon could not be filled with liquid, as it would flow out at the bottom. As per follow-up information received from ibc on 07nov023, stated that the water ran out of the socket that can normally connect a catheter to, as described in the message. The defect was noticed when the catheter had already been inserted and they were going to fill the balloon, which thus ran right out.

Manufacturer narrative:
The reported event was confirmed cause unknown. The reported failure is considered out of specification as the reported failure was reproduced.: visual evaluation of the returned sample noted one opened (without original packaging), used latex foley catheter. Visual inspection of the sample noted attempt to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leak was observed. A potential root cause for this failure mode could be "inadequate balloon design (inflation diameter undersized". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Units: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for prefilled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Do not use if package is damaged. Single use only. Do not reuse. Do not resterilize to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿ section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.